Event description:
Site loaded a sagittal dataset transferred over the network. The scan was flipped. The flip was not discovered and the patient was operated on the wrong side. There has been no adverse effect for the patient from this incident. The patient has to undergo a second procedure on the correct side. Procedure was a suretrak navigated endoscopic intraventricular tumor biopsy using medtronic navigation's cranial system plus software on a stealthstation treon system.

Manufacturer narrative:
Patient information was not available at the time of this report. Requests have been made to obtain patient information and will be provided in a follow-up report. Investigation is currently in progress.